Manufacturer narrative:
The customer reported that the nursing staff did not hear a desat alarm for a patient who had expired. Analysis of the alarm logs from the involved central station shows that there was one desaturation alarm during the 30-minute timeframe in question. That alarm was suspended and alarms were suspended one additional time during the 30-minute timeframe. There are no logs of yellow alarms or inops, therefore, no conclusion can be drawn about staff responses to inops. The clinical manager for this hospital stated that the use of this monitor did not impact this patient, who was expected to die due to their medical condition (systemic herpes). Product labeling (instructions for use) adequately describes alarms and suspension of alarms. No further investigation or action is warranted.

Event description:
The customer reported that the nursing staff did not hear a desat alarm for a patient who had expired.